Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device requested, not yet received.

Event description:
During a nailing procedure, the t-handle repeatedly disengaged from its coupling.